Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. Struts on rows 1 and 2 were slightly flared. The shaft, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The 87% stenosed target lesion was severely tortuous and calcified located in the proximal left anterior descending (lad). The physician could not cross the lesion with a 4.00x20mm taxus liberte stent. Significant resistance was encountered during insertion and flushing maintained during the procedure. The vascular access site was femoral and intravascular ultrasound (ivus) was used. The procedure was successfully completed with a plain old balloon angioplasty (poba). No patient injuries or complications were noted. Patient condition listed as "good". However, product analysis revealed stent damage.